Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted into the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, after the stent was deployed, the delivery system was extremely difficult to remove. The catheter was desheathed. The stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.